Event description:
(B)(4). It was reported that balloon rupture occurred, the 90% stenosed target lesion was located in a moderately tortuous right common iliac artery. After a non bsc guide wire crossed the lesion, predilation was performed with a 5mm x 40mm sterling¿ balloon catheter and a 10mm x 40mm non bsc stent was deployed. The 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The device was exchanged to an 8.0mmx40mmx80cm sterling¿ balloon catheter. The balloon was inflated but it ruptured at 8 atmospheres on the first inflation. No segment of the two balloons were detached after they ruptured. The procedure was completed with an 8mm x 20mm sterling¿ balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material was torn 24mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-04171. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous right common iliac artery. After a non bsc guide wire crossed the lesion, predilation was performed with a 5mm x 40mm sterling balloon catheter and a 10mm x 40mm non bsc stent was deployed. The 8.0mmx40mmx135cm sterling balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The device was exchanged to an 8.0mmx40mmx80cm sterling balloon catheter. The balloon was inflated but it ruptured at 8 atmospheres on the first inflation. No segment of the two balloons were detached after they ruptured. The procedure was completed with an 8mm x 20mm sterling balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).